Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles in the inner surface, crease flat, wear abrasion and one opening curved on the posterior. Leak test and microscopic analysis was performed which identified: three openings striated. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings due to surgical damage consist in the use of some surgical tool. The reason for reoperation was deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.